Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms #: (B)(4). The device history review is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. Visual and functional testing were performed. Visual inspection found the left front corner of top case was broken, the case was cracked on the right plunger case and the dowl pin is not assembled correctly. During occlusion testing, the motor rate error was found. The root cause of the reported issue was found to be normal wear. A combination of the motor assembly, worm gear, leadscrew and clutch halves were found old, dirty and worn out. Replaced the motor assembly, worm gear, leadscrew and clutch halves, this will also fix the noisy problem. Performed occlusion test and all functional tests which passed. UDI is unknown. No product information has been provided to date.

Event description:
It was reported that there was a rate motor error and noisy. No patient injury was reported.